Manufacturer narrative:
This complaint is still under investigation. Device not returned.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other similar or related reports against the product and lot code combinations since their release to distribution. No additional event information or investigational inputs were provided to customer quality. As the case is in litigation, follow up for this additional information will be performed by depuy legal. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Confirmed revision of pinnacle hip. Reason for revision discomfort and collection of fluid around the hip as seen with mom bearings.

Manufacturer narrative:
Information received from (B)(6). Confirmed revision of pinnacle hip. Reason for revision discomfort and collection of fluid around the hip as seen with mom bearings. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.